Event description:
It was reported that the patient's right hip was revised due to trunnionosis and dissociation of the head from the stem. As a result, the worn trunnion dug into the poly liner. The patient was revised to a restoration modular stem construct, ceramic head, adm/ mdm poly insert, and mdm liner. Rep can provide some pictures, otherwise confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding disassociation and trunnionosis/fretting between an unknown metal head and an accolade stem was reported. The event was confirmed through clinician review of the provided x-ray. Method & results:  -device evaluation and results: no product was returned for evaluation, however photographs were provided for review. The photographs show recently explanted blood stained components including a femoral stem, a modular metal head, a poly insert containing black debris/ foreign mater with peripheral damage and an unknown metallic device. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: undated, unlabelled x-ray: ap pelvis demonstrating uncemented left tha, modular head in acetabular component, stem trunnion disassociated and dislocated from head, distal stem tip not visualized. 2 undated, unlabelled photos of explanted , blood stained components including femoral stem with superior erosion of trunnion, intact modular metal head, black stained poly insert with peripheral damage, unknown metallic device. No clinical or pmh, no date of primary tha or op reports of primary or revision surgeries, no serial dated x-rays, no examination of explanted components, no surgical pathology reports. While the event description appears to be confirmed by the x-ray, insufficient data is presented to create a medical report for this case. -device history review: could not be performed as lot code information was not provided.  -complaint history review: could not be performed as lot code information was not provided.  Conclusion: the event of disassociation and trunnionosis/fretting was confirmed through clinician review of the provided x-ray. The exact cause of the event cannot be confirmed as insufficient information was provided.  Additional information including device details, operative reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that the patient's right hip was revised due to trunnionosis and dissociation of the head from the stem. As a result, the worn trunnion dug into the poly liner. The patient was revised to a restoration modular stem construct, ceramic head, adm/ mdm poly insert, and mdm liner. Rep can provide some pictures, otherwise confirmed that no further information will be released by the hospital or surgeon.